Event description:
Drill bit broke during surgery to remove intramedullary supracondylar 5-hole nail, 13 mm diameter. Drill tip noted to be in soft tissues and felt not to be of any significance or detriment to the pt and was not retrieved. Sales rep was present and made aware of broken drill bit. (*)